Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the healthcare provider via the company representative regarding a patient receiving an unknown medication via an implantable pump. The indication for use was non-malignant pain. It was reported that the patient was at the healthcare provider¿s office yesterday the pump logs show that the patient had an MRI and the pump had been stalled for 218 hours. The patient verified they were not hearing an audible alarm from the pump. The agent reviewed telemetry state and the reporter stated they would see the patient tomorrow and verify restart posted in the logs.